Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate anti-tachycardia pacing and shock therapies due to supravenricular tachycardia. A technical services consultant reviewed programming options with the local field representative. The patient was hospitalized over night for observation. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.